Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support the 82 year old female patient who had been admitted in for a protected percutaneous coronary intervention (pci). The patient presented in scai stage e shock. The underlying medical history was not shared. After the pci the pump was not explanted and allowed to continue the support in the intensive care unit. On the day after implant the team observed an access site bleed. The team had applied manual pressure, angle matching with gauze, forward sutures, and a femostop. These measures and best practices did not resolve the bleed. The team infused 3 units of red blood cells and 2 units of fresh frozen plasma. The patient's hemoglobin had dropped from 8.3g/dl to 5.6g/dl. The lab values post blood infusion were not shared. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was on anticoagulants and antiplatelets, with heparin, aspirin, and plavix on board for the patient. The pump does remain on for support. The bleed has not prompted explant and patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleeding at the access site was not determined due to insufficient clinical details.